Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that uninterruptible power supply (ups) batteries were replaced to resolve the issue. After replacing the batteries mobile view station (mvs) of the imaging system lasted longer than 5 minutes without full charge. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, the uninterruptible power supply (ups) of the imaging system was shutting down earlier than expected. When unplugged from an outlet, the system would stay powered on for a one or two minutes. There was no patient present at the time of the issue.